Event description:
The customer reported that during an unspecified procedure, there was no image on the screen. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the inspection and testing, service found the device demonstrated third-party repairs. Additionally, there was image flickering, and the charge coupled device (ccd) unit was damaged. The light guide lens was chipped. The color ring in the control section was cracked. The scope connector had corrosion. The endoscope connector got warm. The connecting tube, switch box, and image guide protector were worn and had discoloration. The universal cord and scope cover had scratches. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions. Olympus will continue to monitor field performance for this device.